Event description:
It was reported that a malfunction alarm with code malf 0 occurred, and it could be reset. There was no adverse impact to the customer¿s blood glucose level as the measurement did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted with the resetting process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if the malfunction code reappeared, and the case was closed by technical support.